Manufacturer narrative:
Investigation summary: two photos were provided by the customer for investigation. One photo shows three particles which are brownish in color. The second photo shows a particle with length measurements. Text associated with the photos indicated that the customer had analyzed the particles and found them to be wood. The customer identified the particles as wood. Bd columbus produces the syringes in bulk which are then packaged and redistributed by another site using wood pallets. However, as these syringes have seen additional processing and handling it cannot be determined where the wood came from. Therefore, a root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that one 860 luer lok syringe bulk non-sterile has been found containing foreign matter before use. The following has been provided by the initial reporter: we have received a complaint from a customer due to contamination inside one of the above syringes. The contamination was noted after the syringe had been filled when it was examined over a light box. The syringe is not available for inspection but the customer analysed the particle and found it to be a piece of wood. The syringe was from lot 8269910.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 860 luer lok syringe bulk non-sterile has been found containing foreign matter before use. The following has been provided by the initial reporter: we have received a complaint from a customer due to contamination inside one of the above syringes. The contamination was noted after the syringe had been filled when it was examined over a light box. The syringe is not available for inspection but the customer analysed the particle and found it to be a piece of wood. The syringe was from lot 8269910.